Event description:
Patient contacted dexcom patient care specialist on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. Patient experienced a low blood glucose level, called an ambulance and was taken to the hospital. Patient was not wearing the continuous glucose monitoring system at the time of the event as she is unable to purchase sensors due to insurance issues. No additional event information is available.

Manufacturer narrative:
(B)(4). The patient was not wearing the cgm device at the time of the event and there was no alleged malfunction. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia.